Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k023546. There are warnings in the package insert that state that this type of event can occur: under late postoperative complications, number 7 states, "allergic reaction."

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2016 due to allegded nickel allergy. The femoral implant and polyethylene tibial bearing were removed and replaced.